Manufacturer narrative:
Device manufacture date. Electrode belt (B) (4). Battery pack (B) (4)- 04/2008. Device eval summary: device evaluations electrode belt (B) (4) and battery pack (B) (4) have been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. The battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many battery "runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. There was an unk substance inside the battery pack. One of the cells was corroded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the bent pins of defective battery pack. The pt received a replacement electrode belt and battery pack.

Event description:
The territory manager of a pt contacted lifecor customer support to report that the pt removed the electrode belt from the monitor and bent the pins attempting to reattach it. She also stated that one of the pt's battery pack is giving the "battery pack fault" led when placed on the battery charger. Support sent the pt a replacement electrode belt and battery pack.